Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery due to the reservoir not being clicked into the cap. She disconnected and reconnected the infusion set and reservoir and then received a motor error alarm during prime. Blood glucose at the time of the incident was 162 mg/dl. During troubleshooting, the customer was able to rewind, but the insulin pump would alarm during prime. The customer did not have supplies to change the infusion set and reservoir. She was advised to disconnect the insulin pump and revert to backup plan until being able to change the set. The device will not be returned for analysis.